Event description:
Caller reported issue with pump screen which was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller on procedures to attempt to resolve the issue, but the pump screen remained nonfunctional. Consequently, a pump replacement was arranged. Caller was advised to use manual injections as backup therapy until the new pump arrived. Replacement pump was being sent with updated software, and caller acknowledged understanding of necessary steps to transfer settings and connect cgm to the new pump. Caller also agreed to return the faulty pump within 10 days using the provided return box and prepaid label.